Event description:
It was reported that before a lap cholecystectomy procedure, while testing a handpiece connected to a harmonic device, during the pre-run test the gen11 generator displayed the "tighten handpiece" message. The team retightened the handpiece and they received the same message. The handpiece was then unplugged and plugged back in and the same message appeared. Finally, it was connected to a different gen11 generator and the handpiece no longer generated the error message. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. This handpiece is refurbished. Serial number looked like it was over written and the isolator on the inside of the hp was white and not black. On the outside of the hp you could clearly see 2 different cracks in the nose cone. Also, while performing the hand activation test, it was noted that there was intermittent activation when both the max and min buttons were pressed and the cord by the hp was moved back and forth. The handpiece was connected to the gen11 generator and a test instrument and the device passed pre-run testing. No error screens were displayed.